Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator via a manufacturer representative (rep). It was reported that the patient did not charge their implantable neurostimulator (ins) for several months and she would like her pain relief back. It was also reported that the rep was unable to read the ins. A trickle charge was completed and a power on reset (por) message was cleared. In the end, the patient was able to use her stimulator and reported that the stimulation felt good; she was instructed on recharge and patient programmer (pp) instructions. Surgical intervention was not planned, and the patient was alive with no injury. There were no further complications reported or anticipated. Additional information was reported that the patient recently got reprogrammed because her ins stopped working and she went in to get the ins to start working again. The caller stated it had not worked because it had been off so they started the ins up. No further information was reported. Additional information received from a manufacturer representative (rep). It was reported the patient continued to have issues with recharging so the ins was replaced with a non-rechargeable device. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the patient continued to forget to recharge resulting in the ins being overdischarged. The removed battery was discarded. No further complications were reported.